Event description:
Reportedly, the displayed residual longevity was 6 years and 11 months on (B)(6) 2015. Upon interrogation on the follow-up performed on (B)(6) 2016, the displayed residual longevity was 2 years and 8 months. The pacemaker was reportedly not reprogrammed between the two follow-ups.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the displayed residual longevity was 6 years and 11 months on (B)(6) 2015. Upon interrogation on the follow-up performed on 8 april 2016, the displayed residual longevity was 2 years and 8 months. The pacemaker was reportedly not reprogrammed between the two follow-ups.